Event description:
An autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt in 2008. According to the complainant, during the procedure, "the tome over bowed and kinked at the bow." The case was completed with a second autotome rx sphincterotome. The pt developed pancreatitis post-operatively (diagnosis date and treatment are unk). According to the complainant, the pancreatitis was a result of the ercp procedure, and not of the device.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis is not complete; therefore, the cause of the reported malfunction is undetermined.